Manufacturer narrative:
Upon return and analysis this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was returned severed 218mm from the terminal pin. It was noted that the second segment was missing the trilumen insulation. Further visual inspection noted setscrew marks on the terminal pin, while the distal end of the proximal spring electrode and the proximal end of the distal spring electrode are separated from the lead body insulation. The medical adhesive was noted. In addition, fluid was noted in the rate sense (rs-) lumen and the helix housing. Detailed analysis revealed that the proximal spring electrode was fractured at the proximal end, just distal of the cable to coil where the coil breaks out from the shocking coil. The distal high voltage and rate sense conductors appeared intact. Due to the location and the type of damage this appears consistent with damage caused by entrapment in the clavicle/first rib region.

Event description:
Boston scientific received information that this right ventricular lead was explanted after an x-ray was taken and showed that this lead was fractured. The fracture appeared between the rib and clavicle. It was noted that the shocking impedances were out of range, while all other measurements were normal. No adverse patient effects were reported. This lead will be returned for analysis.